Event description:
A malfunction alarm with code malf 9 was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and call back if any issues reoccurred.